Manufacturer narrative:
H4: the lot was manufactured between 05/26/21 to 06/02/21. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the edge (area below the ridges) of a minicap was cracked. This was observed while the nurse was unscrewing the minicap from the transfer set (the patient had not started peritoneal dialysis therapy). There was no patient injury or medical intervention associated with this event. No additional information is available.